Manufacturer narrative:
The specimens were fresh serum specimens.per customer, they had started seeing problems with cholesterol qc about a week before the event.no incorrect results were noted for other chemistries.a field service engineer (fse) was dispatched: the fse inspected the instrument and found the cartridge chemistries (cc) sample probe leaking from the probe. The fse replaced the sample t-valve.the fse conducted a preventive maintenance(pm) and verified the instrument performance.the customer indicated that the system is performing acceptably after the service visit.upon recur, the hardware failures could cause erroneous results on any or all cc, including pivotal chemistries.treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient.a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect total cholesterol results generated by the unicel dxc 600 pro synchron clinical systems for several patients.the results were reported out of the lab, and the customer indicated they had to correct results for five patients, four had low results and one was high. The results were provided for four of the patients. Please see section b6 for the initial and repeated results.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.